Manufacturer narrative:
Quality assurance product analysis reviewed the information that was provided by the site. The jetstream xc-2. One catheter that was in use during the event is being returned to minneapolis for a full evaluation. Once the evaluation is completed, a follow-up report will be submitted.

Event description:
A (B)(4) sales representative reported the following: a pt with a moderately calcified superficial femoral artery lesion present for an atherectomy procedure. The physician used a jetstream atherectomy set to treat the occluded vessel. After successful completion of the atherectomy procedure, the jetstream device was reported to be stuck on the viper wire and was not able to be removed. The physician removed the jetstream catheter with the guide wire. The physician decided that the treatment was successful and completed the procedure. No adverse event was reported.